Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The subject guide wire and green substance were returned for evaluation. The guide wire was found bent at approximately 70cm from the proximal wire end. For approximately 3-20cm to the proximal wire end, ptfe coating was found linearly scraped off, intermittently in longitudinal direction. The green substance was in the shape of a strip folded in accordion pleats. From its appearance, the green substance was considered as fragmented ptfe coating of the returned guide wire. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and intentionally made to contact the introducer edge. As a result, similar linear ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The appearance of the scraped ptfe coating was similar to that of the returned green substance, a long strip that was folded in accordion pleats. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that the ptfe coated surface of the subject guide wire was scraped by the edge of an inserter. There was no indication of product deficiency. Although the ptfe coating fragments were returned, a possibility could not be ruled out that some fragments might be left in the anatomy. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a ppi to treat a 90-99% stenosis in the sfa. A new guide wire was replaced to resume the procedure. Ppi was successfully completed with reestablished blood flow. No particular intervention was taken against the peeled ptfe coating. The patient was reportedly fine without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.